Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock post dialysis. Noise was noted when moving arm across the chest. Technical services (ts) was consulted, provided a review of reports noting noise in all vectors, discussed possible reprogramming options. Additionally recommended a x ray to rule out insertion issue. This device was reprogrammed to the alternate sensing vector, and further monitoring will continue. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this patient received an additional inappropriate shock due to p wave oversensing. Technical services (ts) was consulted, noted a smart pass disabled episode for low amplitudes. A review of the events noted low p wave and r wave amplitude, the x ray imaged looked very different and could be due to angle. Ts discussed that revision could be needed and further testing is needed to determine if a transvenous device is needed. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock post dialysis. Noise was noted when moving arm across the chest. Technical services (ts) was consulted, provided a review of reports noting noise in all vectors, discussed possible reprogramming options. Additionally recommended a x ray to rule out insertion issue. This device was reprogrammed to the alternate sensing vector, and further monitoring will continue. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this patient received an additional inappropriate shock due to p wave oversensing. Technical services (ts) was consulted, noted a smart pass disabled episode for low amplitudes. A review of the events noted low p wave and r wave amplitude, the x ray imaged looked very different and could be due to angle. Ts discussed that revision could be needed and further testing is needed to determine if a transvenous device is needed. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this patient was noted to have underlying issue and will possibly require a heart transplant. The s-ICD system therapies were turned off.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock post dialysis. Noise was noted when moving arm across the chest. Technical services (ts) was consulted, provided a review of reports noting noise in all vectors, discussed possible reprogramming options. Additionally recommended a x ray to rule out insertion issue. This device was reprogrammed to the alternate sensing vector, and further monitoring will continue. This s-ICD system remains in service. No adverse patient effects were reported.